Event description:
On (B)(4) 2019, neotract was made aware that on (B)(6) 2019, a patient underwent a successful prostatic urethral lift (pul) procedure and was discharged without a catheter with prophylactic antibiotics. On (B)(6) 2019, he reports that he was unable to urinate and experienced pain. He was taken to the emergency room where he was catheterized, given IV antibiotics to treat infection and was admitted to the hospital for eight days. He stated that he was given IV fluids for compromised renal function which normalized after a 24 hour period.